Event description:
It was reported that the customer was involved in a car accident due to low blood glucose. Caller stated that the customer was running low and he treated, but he did not wait for the blood glucose to adjust and continue driving for a long period of time and his blood glucose dropped again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.